Manufacturer narrative:
Unit received with minor scratched lcd window, faded serial number label, missing retainer, missing reservoir tube o-ring and scratched case. Unable to perform displacement test and lock reservoir tube in place due to missing retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir was unable to lock in place when inserted into pump. Customer's blood glucose level was 321mg/dl. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Event description:
Updated summary : it was reported to medtronic minimed that the customer experienced hyperglycemia and the reservoir was unable to lock in place when inserted into pump. The customer reported blood glucose values of 321 mg/dl. The event involved product(s) mmt-1715k. Troubleshooting was partially performed. It was unknown if the customer was using the insulin pump within 48 hours and if the auto-mode/smartguard feature was active at the time of high blood glucose event. No further patient complications were reported. The customer will discontinue the use of the device. Mmt-1715k was requested and the device was returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.